Event description:
It has been reported to philips that cine and fluoroscopy was not working. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred; the procedure was delayed, and the patient moved to another room. There was no harm reported. A philips field service engineer (fse) inspected the system onsite and found that, the x-rays weren¿t working, screen was blank. Review of log files indicated that the image pc¿s second hard drive failed. To resolve the issue, the fse changed the ippc hdd2 (image processing pc hard disk drive), however the issue persisted. Further, the fse examined the front-end-self-test detector, the detector failed. The fse replaced ippc and detector, reinstalled the software. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.